Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a edab and ob remote managers keep failing and have to be recovered, only to fail again. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a edab and ob remote managers keep failing and have to be recovered, only to fail again. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d unique identifier (UDI), medical device serial and concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager on refrigerator lock was failed. The field service engineer (fse) tightened and reseated all latch connections. The system functioned as intended after the field service engineer (fse) resolved the issue.